Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the reservoir connecting tube. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 inflatable penile prosthesis (ipp) spherical reservoir was visually inspected, leak tested and examined using a microscope. The reservoir had wear at a fold in the reservoir shell; no leaks were found. There were the holes that was the result of fatigue in the reservoir kink resistant tubing (krt) near the strain relief junction; no leaks were found. The ipp cxm inflate/deflate pump was leak tested and visually inspected and examined using a microscope. The pump kink resistant tubing (krt) was worn down to the filament; the outer layer of pump bulb was worn that result of wear against the pump strain relief krt junction; no leaks were found. The ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the proximal, middle and in the distal cylinder bodies. Cylinder 1 had a leak at corner of a fold near the proximal cylinder body; a hole was present. Cylinder 1 was not pressure test due to that leak was identified. Cylinder 2 passed the leak and pressure tests performed. Product analysis confirmed the reported event related to a hole/perforated but was unable to confirm the reported event related to mechanical issue.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the reservoir connecting tube. No patient complications were reported.